Manufacturer narrative:
The large amount of carbs was not specified in complaint. Analysis was unable to verify carb anomaly. The insulin pump had multiple history check failed alarm in alarm history screen due to corrupted history file. The insulin pump was unable to upload using carelink pro due to corrupted history file. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted during testing. The bolus wizard functioned properly per bolus wizard sample in the user guide. No unexpected large amount of carbs delivered during the bolus wizard testing. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump still had short battery life after having a new battery cap. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was 215 mg/dl at the time of call. The customer stated that they treated the low blood glucose with orange juice and food. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Corrections have been made on this report with updated device analysis notes. The insulin pump passed delivery volume accuracy test.